Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-09768. It was reported that the right atrial lead exhibited lead noise and inappropriate mode switch, and the right ventricular lead exhibited increased capture threshold. Both leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
As received, complete lead was returned in two pieces. The connector portion measured 7.0 cm while the distal portion measured 45.0 cm. Visual inspection of the lead found external abrasion breaching the outer insulation exposing the outer coil was found at 29.0 - 29.5 cm from distal tip consistent with friction to another device or feature of the patient anatomy. The cause of noise was due to the external insulation abrasion.